Event description:
The customer alleged that a haze and an odor were noticed when the unit was running. There were no reports of injuries. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Other: capital equipment, evaluated at customer site. The fse found the unit with no oil mist issue. The fse found the plastic pump plug with a hole, causing the oil mist. The fse replaced both plugs. The fse ran an empty cycle. The unit met specifications.